Event description:
It was reported that the patient received a shock due to oversensing on the pace/sense lead. It was also reported that there may have been an apparent lead fracture. The lead was removed and replaced. No further patient complications have been reported as a result of this event. It was also reported that the lead exhibited high impedance and had "make-break" contact when pressing on the pacer pocket. Additionally, a "kink or disruption" of the lining of the lead past the lead sleeve was noticed and the clinician believed that the lead could not pace at max outputs.

Manufacturer narrative:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking and was breached cut, the outer insulation had a cosmetic depression, the helix was distorted/bent, there was blood in/on the helix mechanism and sleevehead, and there was apparent explant damage.

Event description:
It was reported that the patient received a shock due to oversesning on the pace/sense lead. It was also reported that there may have been an apparent lead fracture. The lead was removed and replanted. No further patient complications have been reported as a result of this event.